Event description:
It was reported that during implant of the right atrial lead, the helix would not extend in the patient's body or outside the body on the table, despite multiple attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. The helix extended and retracted within product specification. Blood was present in/on the helix mechanism.